Event description:
No additional information.

Manufacturer narrative:
Investigation results: during the analysis of this complaint, the batch history, non-conformity records, and corrective maintenance logs were reviewed. No records or evidence were found that could be related to this occurrence. Additionally, this complaint does not include samples or photos for analysis, making it impossible to confirm the reported defect. Due to the lack of objective evidence, it was not possible to determine the root cause of this complaint.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On (B)(6) 2025, the patient underwent arterial catheterization for invasive blood pressure monitoring. One day after catheter placement, on (B)(6), significant bleeding was observed at the puncture site. During dressing change, a damaged arterial puncture needle with blood leakage was discovered. Medical staff immediately removed the arterial catheter and applied pressure to the site, with no adverse consequences. Subsequently, non-invasive blood pressure monitoring was initiated.